Event description:
Four burn blister approx. 2-3 cm long and approx. 1.5 cm wide [burns second degree]. Case description: this is a spontaneous report from a contactable consumer on behalf of his wife. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date to an unspecified date at an unknown frequency for neck pain. The patient medical history was not reported. The patient's concomitant medications were not reported. It was reported after 4-6 hours 4 burn blisters (approx. 2-3 cm long and approx. 1.5 cm wide) suddenly formed on an unspecified date. She had to go to the family doctor and received a prescription for an ointment to open the blisters. Furthermore the blisters were located so unfavorable that she had difficulties to put the seat belt on. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of 4 burn blister approx. 2-3 cm long and approx. 1.5 cm wide included an ointment to open the blisters. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Four (4) burn blisters approximately 2-3 cm long and approximately 1.5 cm wide on her left shoulder [burns second degree]. Case description: this is a spontaneous report from a contactable consumer on behalf of his wife. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unknown frequency for neck and shoulder pain. The patient's medical history was not reported. Concomitant medications were reported as none. On an unspecified date, it was reported approximately 4-6 hours after administration of thermacare, four (4) burn blisters (approximately 2-3 cm long and approximately 1.5 cm wide) suddenly formed on her left shoulder. The patient had to go to the family doctor and received a prescription for an unspecified drying ointment to open the blisters. Furthermore the blisters were located so unfavorably that she had difficulties putting her seatbelt on. The patient assessed her skin tone as very light. She denied having sensitive skin or any skin disorders. The patient mentioned she had used other products for warmth therapy in the past with no adverse effects occurring under use of these products. She wore a sleeping dress over the heatwrap, which had been applied on her body. No sport activities were performed during use of the heatwrap. Thermacare heatwrap had not been used previously. The patient had read the product leaflet prior to use of the heatwrap. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of 4 burn blister approximately 2-3 cm long and approximately 1.5 cm wide included an unspecified drying ointment to open the blisters. No hospitalization was required as a result of the burn blister. Clinical outcome of the event was resolved on an unspecified date. Additional information has been requested and will be provided as it becomes available. Follow-up (11feb2016): new information received from a contactable consumer includes: patient data, additional suspect product indication, no hospitalization required and event outcome. Company clinical evaluation comment based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Four (4) burn blisters approximately 2-3 cm long and approximately 1.5 cm wide on her left shoulder/neck area/burn blister (approx. 10 cm sized at the back/ neck; grade 2) [burns second degree]. Case description: this is a spontaneous report from a contactable consumer on behalf of his wife and a contactable physician. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unknown frequency for neck and shoulder pain. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2015, it was reported approximately 4-6 hours after administration of thermacare, 4 burn blisters (approximately 2-3 cm long and approximately 1.5 cm wide) suddenly formed on her left shoulder/neck area. According to a physician, she also suffered from a burn blister (approx. 10 cm sized at the back/ neck; grade 2). The patient had to go to the family doctor and received a prescription for an unspecified drying ointment to open the blisters. She also received flamazine for the burn blister. Furthermore the blisters were located so unfavorably that she had difficulties putting her seatbelt on. The patient assessed her skin tone as very light. She denied having sensitive skin or any skin disorders. The patient mentioned she had used other products for warmth therapy in the past with no adverse effects occurring under use of these products. She wore a sleeping dress over the heatwrap, which had been applied on her body. No sport activities were performed during use of the heatwrap. Thermacare heatwrap had not been used previously. The patient had read the product leaflet prior to use of the heatwrap. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of 4 burn blister approximately 2-3 cm long and approximately 1.5 cm wide included an unspecified drying ointment to open the blisters and flamazine. No hospitalization or surgery was required as a result of the burn blister. Clinical outcome of the event was resolved on (B)(6) 2015. Additional information has been requested and will be provided as it becomes available. Follow-up (11feb2016): new information received from a contactable consumer includes: patient data, additional suspect product indication, no hospitalization required and event outcome. Follow-up (06apr2016): new information received from a contactable physician included reaction data (onset date, new event verbatim burn blister (approx. 10 cm sized at the back/ neck; grade 2), additional treatment, and outcome). Company clinical evaluation comment based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer on behalf of his wife and a contactable physician. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unknown frequency for neck and shoulder pain. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2015, it was reported approximately 4-6 hours after administration of thermacare, 4 burn blisters (approximately 2-3 cm long and approximately 1.5 cm wide) suddenly formed on her left shoulder/neck area. According to a physician, she also suffered from a burn blister (approx. 10 cm sized at the back/ neck; grade 2). The patient had to go to the family doctor and received a prescription for an unspecified drying ointment to open the blisters. She also received flammazine for the burn blister. Furthermore the blisters were located so unfavorably that she had difficulties putting her seatbelt on. The patient assessed her skin tone as very light. She denied having sensitive skin or any skin disorders. The patient mentioned she had used other products for warmth therapy in the past with no adverse effects occurring under use of these products. She wore a sleeping dress over the heatwrap, which had been applied on her body. No sport activities were performed during use of the heatwrap. Thermacare heatwrap had not been used previously. The patient had read the product leaflet prior to use of the heatwrap. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of 4 burn blister approximately 2-3 cm long and approximately 1.5 cm wide included an unspecified drying ointment to open the blisters and flammazine. No hospitalization or surgery was required as a result of the burn blister. Clinical outcome of the event was resolved on (B)(6) 2015. Additional information has been requested and will be provided as it becomes available. Follow-up (11feb2016): new information received from a contactable consumer includes: patient data, additional suspect product indication, no hospitalization required and event outcome. Follow-up (06apr2016): new information received from a contactable physician included reaction data (onset date, new event verbatim burn blister (approx. 10 cm sized at the back/ neck; grade 2), additional treatment, and outcome). Follow-up (25apr2016): new information received from the contactable physician included: no lot number is available. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term]. 4 burn blisters approximately 2-3 cm long and approximately 1.5 cm wide on her left shoulder/neck area/burn blister (approx. 10 cm sized at the back/ neck; grade 2) [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer on behalf of his wife and a contactable physician. A 39-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date at an unknown frequency for neck and shoulder pain. The patient's medical history was not reported. Concomitant medications were reported as none. On (B)(6) 2015, it was reported approximately 4-6 hours after administration of thermacare, 4 burn blisters (approximately 2-3 cm long and approximately 1.5 cm wide) suddenly formed on her left shoulder/neck area. According to a physician, she also suffered from a burn blister (approx. 10 cm sized at the back/ neck; grade 2). The patient had to go to the family doctor and received a prescription for an unspecified drying ointment to open the blisters. She also received flammazine for the burn blister. Furthermore the blisters were located so unfavorably that she had difficulties putting her seatbelt on. The patient assessed her skin tone as very light. She denied having sensitive skin or any skin disorders. The patient mentioned she had used other products for warmth therapy in the past with no adverse effects occurring under use of these products. She wore a sleeping dress over the heatwrap, which had been applied on her body. No sport activities were performed during use of the heatwrap. Thermacare heatwrap had not been used previously. The patient had read the product leaflet prior to use of the heatwrap. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken as a result of 4 burn blister approximately 2-3 cm long and approximately 1.5 cm wide included an unspecified drying ointment to open the blisters and flammazine. No hospitalization or surgery was required as a result of the burn blister. Clinical outcome of the event was resolved on (B)(6) 2015. Product investigation results received which was as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11feb2016): new information received from a contactable consumer includes: patient data, additional suspect product indication, no hospitalization required and event outcome. Follow-up (06apr2016): new information received from a contactable physician included reaction data (onset date, new event verbatim burn blister (approx. 10 cm sized at the back/ neck; grade 2), additional treatment, and outcome). Follow-up (25apr2016): new information received from the contactable physician included: no lot number is available. No follow-up attempts are possible. An investigation of the device could not be conducted. Follow-up (09apr2020): new information received from product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event "burn blister" described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.